Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced outage/latency, unable to upload/download, no com other device to software. The customer reported no adverse event. The event involved product(s) mmt-7333, mmt-6101. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. Carelink personal was not accessible due to a known outage. Instructions were provided to resolve the issue, no escalation required. Carelink was not accessible due to a known planned outage. Instructions were provided to resolve the issue, no escalation required. Force closing and relaunching the app resolved the issue. Reported issue resolved, no escalation required. No harm requiring medical intervention was reported. No product return is required for mmt-7333. No product return is required for mmt-6101.

Manufacturer narrative:
An attempt to reproduce the reported issue was performed on an android device using the latest minimed app version (2.6 ous and 2.5 us) and with google play service version v24.39 and above and this was reproduced. The software did not successfully adhere to the specified requirements and did not perform in accordance with the expectations specified in the d00780504, version e. After conducting a thorough investigation of logs, we identified that due to a recent update in third-party software used in our apps, an app defect is causing issue with mmm app connectivity with carelink for android users running google play services version 24.39 or newer. Not all android phones have this version available yet, but the bug may arise once users update to the latest version of google play services. The esf number that corresponds to the reported issue is: 5169179 the issue is confirmed through log analysis. Unfortunately, we do not have a workaround to offer at this time to assist with the resolution of the issue. Our engineering teams are actively working on this, and hotfixes will be available as soon as possible. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.